Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional in regard to a patient receiving an unknown type morphine (50 mg/ml at 22 mg/day) via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. A motor stall was seen at initial interrogation. The patient did not recently have a MRI. The physician silenced the pump alarm and increased critical alarm interval. No patient symptoms reported. The event date was reported as (B)(6) 2016.

Manufacturer narrative:
Correction, recall (B)(4) is not applicable to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.